Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) level reaching 21-22 mg/dl events which resulted in an ambulance being called. Customer was assisted and bg levels were addressed. No additional details could be recalled for these events.